Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -10.0/1.5/091 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise. The lens was explanted on (B)(6) 2022. On (B)(6) 2023 a replacement lens of the same length but different power was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found optic torn and haptic torn/bent. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).